Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection. Additional information indicated that the patient had pocket dehiscence. There were no additional adverse patient effects reported. This s-ICD was explanted.